Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer fell into coma and the daughter called an ambulance and customer was hospitalized with high blood glucose of 29 mmol/l. The customer had an intravenous catheter inserted. Customer was released on (B)(6) 2015 but the insertion site got inflamed and she was hospitalized again on (B)(6) 2015. They declined to replace the insulin pump as the customer already had a new device.